Event description:
Caller reported an issue with a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support with comprehensive pump reset information, was guided through resetting the pump, and successfully started their sensor session without encountering the error again.